Event description:
The account alleged that the side rail will not lock in the up position. No pt impact.

Manufacturer narrative:
The account replaced the side rail roller guide and bushing to resolve the issue.